Event description:
During a routine urologic procedure a tiny piece of the tip of a total abscession catheter was noted to be encapsulated in a lymphocele. The foreign body was removed during the routine procedure. The patient was not harmed, no signs of infection were present.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheter, irrigation.

Event description:
During a routine urologic procedure a tiny piece of the tip of a total abscession catheter was noted to be encapsulated in a lymphocele. The foreign body was removed during the routine procedure. The patient was not harmed, no signs of infection were present.